Event description:
Boston scientific received information that this right atrial (ra) lead was part of a pocket revision due to infection and erosion. There were no additional adverse patient effects reported. The ra lead remains in service.